Manufacturer narrative:
H3: device evaluation: the returned driver was examined with the aid of a 5x loop. The fracture surface includes two distinct areas. One area appears to be shear failure with a flat surface area normal to the driver's longitudinal axis. This shear surface extends approximately halfway thru the part. The second area is skewed relative to the flat fracture plane. What remains of the drive feature's external lobes are twisted. It appears that the device was subjected to high torque application at some point during its use history which initiated a shear fracture. Subsequent loading ultimately led to complete fracture. It is suspected that the crack initiated at some point earlier in the devices use history. Review of device history records found eleven (11) pieces of lot 11748ts were released for distribution on 4/6/2020 with no deviation or anomalies. Two-year complaint history review (10.6.2018-10.6.2020) found this to be the only report of this nature for the reported lot. Further review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported that a during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the lock-screw torque driver (39-rd-0060) broke off in the head of the lock screw. The tip of the driver was lodged inside the locking cap and remains in the screw, implanted in the patient.

Manufacturer narrative:
Patient information - unknown. This is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the lock screw implanted in the patient. Date of event - unknown. Lot number - unknown. Occupation - other; distributor/sales representative. Device manufacture date - unknown without lot identification. Device evaluation - although information provided indicates that the device will be returned, it has yet to be received by the manufacturer. No conclusions can be drawn as to the cause of the reported failure. Should the product be received, a follow-up medwatch report will be filed upon completion of evaluation.

Event description:
It was reported that a during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the lock-screw torque driver (39-rd-0060) broke off in the head of the lock screw. The tip of the driver was lodged inside the locking cap and remains in the screw, implanted in the patient.